Event description:
It was reported that on (B)(6) 2015 the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited loss of capture. On (B)(6) 2015, the patient presented in the operating room for lead repositioning. Fluoroscopy was performed and revealed the lead had dislodged. The lead was repositioned successfully. Lead diagnostics appeared stable during post operation check. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).